Event description:
Facility alleges at 1hr.45 min into dialysis treatment a kink was noted in the arterial line which was in its 9th reuse. Kink was corrected then pt started complaining of shortness of breath. Blood serum spun and revealed hemolysis. Pt was transported to the hosp; did not require a blood transfusion but later developed pulmonary edema. At this time, pt is hospitalized and remains stable. Actual sample available will be forwarded to co for investigation.